Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The patient reported that the pump had been removed due to complications. The patient's spinal cord grew into the catheter and was causing her episodes of numbness and paralysis. She stated that she has permanent right drop foot from the damage to their spinal cord. The indication for use was noted as non-malignant pain and joint pain/arthritis. The pump was used to deliver an unknown drug. The date of the onset of the patient's symptoms, and any diagnostics done are unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
2015-09-23 additional information was received from a healthcare provider (hcp). The pump was removed (B)(6) 2008.